Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an out of range shock lead impedance from the last delivered shock. The shocking impedance measurement was out of range. Upon interrogation, a fault 'open condition' warning message was displayed. An out of range shock impedance measurement was also recorded for an earlier shock delivery.